Event description:
It was reported that during a routine pulse generator change out, loss of output occurred when the device was exposed to electrocautery. Temporary pacing support was obtained through the pacing system analyzer. The pulse generator was explanted and replaced successfully.